Event description:
The lay user/patient contacted lifescan alleging the meter has a damaged display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The perfusionist called because they are having difficulty with a patient and believe there to be some sort of occlusion to the pump, thoratec heartmate ii (tm ii). The patient was implanted on (B)(6) 2009. At this time the pump was being run at 8800 rpm with flows between 4 and 4.5 lpm. The patient has a questionable rv and was having refractory hypertension post implant. This flow continued through pod 1. On pod 2, the flows dropped to about 3 lpm. The perfusionist increased the speed to 9400 rpm. The flows didn't change really and the pi was about 2.5. On sunday, pod 3, the patient was experiencing low flow alarms. His a-line tracing was pulsatile and he was obviously opening his aortic valve. His numbers didn't respond to volume. They decided to do an echo on monday. The echo showed that the lv is filled. The aortic valve is opening regularly. Blood is being moved from the right side to the left side of the heart, but they do not believe that the pump is moving the blood. They believe that the inflow is in correct alignment. Currently, the map is 70-75; flow is 3 lpm, pi 2.5, 5 watts of power. The patient is not experiencing any signs of hemolysis so far. Their platelets are slightly lower. They were calling because they believe that there may be an obstruction in the pump. The perfusionist believes that it might be on the outflow side because she said when they put color doppler to the echo they didn't see any velocities entering into the pump. A thoratec affiliate spoke to the customer about changing the speed while doing the echo to assess if the vad is unloading the heart. The customer said they are planning to bring the patient back to the or and doing a tee and exploring. The thoratec affiliate stated that if they suspect an obstruction in the pump, then thoratec's recommendation would be to exchange the pump. The customer stated that she would keep thoratec posted on their findings. Thoratec also sent her the patient management guidelines for the hmii. The page regarding assessing the outflow graft for obstruction with CT was referenced, since this is what the customer suspects. Waveforms and controller logs were also requested by thoratec. Thoratec followed-up with the customer. The patient returned to the operating room on friday (B)(6) 2009, surgeons discovered inflow conduit was overfilled with coseal to the point that the graft was crimping and decreasing flow thru the inflow conduit. The perfusionist suggested to change out the inflow conduit and had one in the operating room. The surgeons did not change out the onflow, but cut off the white silastic sleeve picked off the coseal. The surgeons did not reapply the sleeve or reinforce the inflow graft portion. The patient's chest was closed. Thoratec recommended changing out the inflow conduit or the complete pump for a situation like this. Treatment is ongoing. (B)(6).

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.